Manufacturer narrative:
A returned product evaluation was unable to be completed as no device was returned. The manufacturing records were reviewed and no related non-conformances were found. Based on the event details along with the procedural/anatomical factors encountered, it is likely the device met resistance and upon further removal, separated. However, based on no device return, the actual root cause of the separation is unable to be determined.

Event description:
Using the minnie support catheter over a guidewire on a peripheral intervention, the tip broke off in the heavily calcified peripheral vessel. The tip is located at this time in the left pt artery. Patient discharged home. Requested additional information from the site and received physician notes, and cath lab procedure log. The following is an internal clinical review summary of notes and log: per physician notes patient has a history of pad with cli (no surgical or traditional endovascular options), combination of severe macrovascular and microvascular disease and a high risk of limb loss. During the pca procedure of the left posterior tibial artery via femoral access a minnie support .014 x 150 cm catheter was inserted over a 0.014" guidewire and was inserted and removed/exchanged for another microcatheter, this catheter was also removed without incident. It is then noted that the tip of the 0.014" guidewire had broken off in the distal pt artery and attempts to snare were being performed. Numerous attempts to snare the tip, using snares, other guidewire maneuvers and balloon inflations were unsuccessful. After approximately an hour of these attempts it is noted that the snare had broken off in the artery. The minnie support .014 x 150 cm was reinserted for support and again numerous attempts to snare and remove the wire tip and snare were attempted. It was then decided to attempt an approach via a pedal access. During sheath and wire manipulations via the pedal access, it was noted that the tip of the minnie catheter had also fractured and attempts to retrieve and remove it from the body was attempted without success. Pca of the distal pt artery was performed from the pedal access, the tip of the 0.14" wire, snare and tip of the minnie catheter were unable to be removed and remain in the patient in the distal posterior tibial artery. Per physician notes, "because of severe calcification" the distal part of the 0.014" guidewire, the distal snare loop and radio-opaque markers of the minnie support catheter broke in the distal pt and were unable to be snared. The part of the vessel where this occurred was subtotaled (99% stenosed) and distally occluded. The physician note state that it was explained to the patient that there are limited options and the overall risk of limb loss is high.